Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in as xubias (B)(6). Through follow up communication livanova deutschland learned, that the device has not been cleaned and disinfected according to IFU and the device is placed outside of the operating room. A lab report stating contamination with mycobacterium chimaera has been provided. Corrective actions are in progress for this issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report. Device not returned.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t is contaminated with mycobacterium chimaera. There is no known patient involvement.